Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had called to inquire what to do for an MRI and patient services reviewed MRI mode with the patient and offered to walk the patient through activating MRI mode. Patient services walked the patient through connecting to their therapy settings and the patient received an 'internal device battery is low' message. Patient services reviewed the meaning of this message with the patient and the patient stated they had just checked the ins a week ago and it seemed to be functioning fine at that time. The patient stated they were concerned because the therapy had been such a help to them and they were disappointed and surprised that it only lasted not even a year when their health care provider (hcp) had told them it should last 10-15 years. Patient denied having had any falls or traumas that could have led the battery to drain faster. Patient services reviewed higher settings would make the battery drain more quickly and patient stated their stimulation level was 5.3 ma. Patient stated they had an MRI appointment on (B)(6) 2024 so patient services walked the through activating and deactivating MRI mode. Patient services redirected the patient to follow up with their health care provider (hcp) about the low battery message. Patient stated their old health care provider (hcp) was 150 miles away from them so they were scheduled to see a new health care provider (hcp) in june. Patient services reviewed with the patient that if the hcp returned the ins that it would be analyzed to determine the cause of the ins battery draining so quickly. Patient was going to try to reach out to the new hcp to arrange an earlier appointment. Patient services also wanted to note that the patient commented when pairing the communicator to the handset that it "seemed to take a long time sometim es." Patient services reviewed how to pair external devices and the patient stated the problem might have been with them because they had been holding the communicator right over the handset when trying to pair. Patient services did not ask any further questions about this comment as they were focused on the reason for call and the external devices functioned as expected. Patient stated they would call back if they had any further questions. Patient services also emailed device registration to update the patient's managing health care provider (hcp). Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was removed and a representative took the battery.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2rls4: product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2rls4: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they had their implant "reset" because it had died. Patient stated they had it on the setting of 5.3 so it was real high and they guess they drained the battery. Patient reported it was determined that the stimulator was not in the right place they guess. Patient later reported that the leads were not in the right spot. Patient reported they had to "re-put the leads back in".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked if the issue was caused by normal battery depletion they stated that yes it was. When asked what steps were taken to resolve the issue they stated that the battery would be replaced. The issue had not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2rls4, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back again and said they didn't feel comfortable about what they needed to do for MRI still and requested assistance in activating MRI mode. Patient services walked patient through activating MRI mode. Patient mentioned this case again and reiterated previously reported event. Patient stated with their previous "battery in my back, they put in two leads, one at each side and the battery died at 9 months." Patient stated they had run the stimulation at 5.3 ma which they thought was "pretty high" so that was why the battery had died so quickly and also "apparently" the "electrodes" hadn't been in the right spot either with their previous system. Patient services did not ask any further questions about the report as they were focused on the reason for call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they did see new managing physician who confirmed that ins battery is low and that hasn't seen a battery deplete so quickly. Patient said is scheduled to receive replacement on (B)(6). Reviewed general programming guidance and stim longevity. Patient said was never told that 5.3 considered to be a high setting. Patient said saw implanting physician on (B)(6) and physician checked battery and asked if patient wanted to switch programs however patient replied is doing well on current program. Patient said on (B)(6) 2023 started out at 3.6 on program 2 and on (B)(6) patient increased to 4 and on (B)(6) increased to 4 .1 and on (B)(6) increased to 4.8 then back to 4.4 and on (B)(6) back to 4.8 (B)(6)went to 5 and on (B)(6) went to 5.2 and (B)(6) increased to 5.3 and noticed low battery message on (B)(6) 2024 and backed it down.